Event description:
Additional information received 20sep2018. The (B)(6) 2018 the patient, female, was re-operated. It has been confirmed that, the foreign object extracted, is the metallic component of the guide bead contained and related to the endoscopic bag mentioned in the above report.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic cholecystectomy. (B)(4). Translation ame: device was used in a laparoscopic cholecystectomy on (B)(6) 2017 between 08:29-09:18h. After diagnostic assessment in (B)(6) 2018 a component of the "endoscopic bag" was discovered (metal ring < 1 cm in diameter) inside the abdomen. The device can pertain to the following 2 lots: 1276056, 1277363. The hospital is evaluating surgical intervention to remove the object. Additional information received august 13, 2018: device used for laparoscopic cholecystectomy on (B)(6) 2017 from 8:29 to 9:18. After x-ray in (B)(6) 2018, they found metallic component of the device "endoscopic bag" (metallic ring diameter <1 cm) in the abdomen. Below question and answer from email received on 10th august 2018 . 1. Is it possible to get the ring back? They have found it during x-ray and they have just informed the patient, after 10th september the patient will decide if she wants to remove it or not. 2. What is the current patient status? No problem, but she can't do anymore nuclear magnetic resonance (nmr), because the ring is magnetic 3. Were things different from normal during the surgery in 2017? During the surgery everything was normal, but after the xray they checked on the video and they saw the ring falling 4. Was the bag deployed as normal with the cord outside the patient, or was the whole bag inside the patient? They use the inzii bag according IFU, but during the removal they extract the trocar with the bag. Patient status: unknown. Type of intervention: unknown.